Manufacturer narrative:
The device was received undeployed with the needle cap still attached. Corrosion was observed on the pcb and battery power was observed to be lower than expected across all three batteries. Due to no corrosion being observed on the batteries, it could not conclusively be determined if the corrosion contributed to the voltage loss. All attempts to retrieve data were unsuccessful. It could also not conclusively be determined if the corrosion led to data loss. Without data, the cause of the reported needle mechanism failure could not be determined. A leak test was performed, however no leak was found. The exact cause of corrosion could not be determined. No bends or kinks were observed. No damages or defects that would affect the delivery of insulin were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, phone_control_android. Cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, up1a.231005.007.s928u1ues4axkf. Cloud - smartphone hardware, sm-s928u1. Cloud - cgm sensor type, g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose around 200 mg/dl while trying to activate the pod. The patient also reported that the cannula was already deployed and bent prior to applying it. Information on treatment was not provided.